Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to the foreign material which was bigger than the inner diameter of the air/water nozzle entering inside the air/water channel, and then resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. Foreign material was adhered to the scope. The endoscope was not used in a case with foreign material attached to it. The lens was polished before requesting repair. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to deformation of scope connector, water tightness was lost. Objective lens was dirty. Due to dirt on objective lens, there is a lack of image on the monitor. Control unit is damaged. Switch was worn out. Paint on suction cylinder is peeled. Paint on air water-cylinder was peeled. Suction cylinder and forceps channel port was shaved. Due to clogging of nozzle, air supply volume does not meet the standard value. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of up/down knob, water tightness was lost. Scratches were found throughout the device. Universal cord had a wrinkle. Electrical connector had discoloration due to water leakage. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited drainage failure. The issue occurred during a colonoscopy procedure. The procedure was completed with the same device. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.